Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The model# was not provided.

Event description:
The customer received a blood glucose reading on the contour next ez and then retested on a different meter. The two readings varied by 50mg/dl. Specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned or replaced. Strip information was not provided.